Manufacturer narrative:
On 7-feb-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date and manufacture date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis. A pericardial effusion was noticed during the case about an hour after the procedure when the patient was showing symptoms of pericardial effusion. The effusion was confirmed on echo (echocardiography). The medical intervention provided was a pericardiocentesis. Patient fully recovered. However, they required extended hospitalization. The patient stayed in the hospital for a couple days after the procedure. Once all the fluid was drained and the patient was feeling less pain, the medical team was able to send the patient home. The physician's opinion on the cause of the adverse event was the procedure. The physician said it could have been the ablation or one of the other catheters being used, and that it could have been the hra catheter (non-biosense). There was no evidence of steam pop. No transseptal puncture was performed.